Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). "Head error" was shown on the device during startup of device. No patient involvement. After replaced the rotaflow drive the problem was solved. The drive will be sent for repair to the manufacturer.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The manufacturer of the device emtec investigated the device. The failure "head error" was reproducible. Therefore the electronic boards mc1 and mc2 were replaced. All tests passed. No possible root cause available of the manufacturer. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Correction- it was noted during an internal review that the aware date on the initial medwatch had been incorrectly recorded as 04/24/2016 whereas the mw draft received from the factory had noted 04/27/2016 which was correct. The typo on the initial was a ssu typo error. The type of report was also incorrectly noted as initial - 10 day; whereas it should have been noted as initial 30 day. This was an error on the ssu behalf.

Event description:
Internal reference: (B)(4). One support#: (B)(4).